Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of the failure was not identified. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
The customer reported they have a rented 8015 unit that is giving a 100.6130 error. It was reported there was no patient involvement.

Event description:
The customer reported they have a rented 8015 unit that is giving a 100.6130 error. It was reported there was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error 100.6130. Technical support - 1. Power up the system in system configuration mode. 2. Reset to factory defaults. Assisted biomed on resetting unit to factory default. Error was cleared from unit. A review of the device history record for (B)(6) was performed from date of manufacture 03/25/2008 to the present date 10/29/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support - assisted biomed on resetting unit to factory default. Error was cleared from unit. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3: no product returned.